Event description:
It was reported through a service report that due to broken legs on the cot, it would not raise and lower. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Broken legs.